Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. A review of complaint history for the listed part revealed prior complaints for the listed failure mode. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time.

Event description:
It was reported that the item broke during case. The drill broke off at the tip in the wound but was easily retrieved and nothing was left inside the patient.